Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The 88% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. The target lesion was predilated with a 2.75x15 unspecified balloon catheter. A 8mm x 3.5mm quantum maverick balloon catheter was then advanced to post dilate following stenting, however, the physician noticed that balloon was not inflating properly. The physician removed the device from the patient and found that the shaft of the balloon catheter was broken. The procedure was complete with another of the same device and no patient complication was reported. The patient's condition was stable post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the quantum maverick catheter was received with no original packaging or other devices. There was a complete separation of the hypotube, confirming the reported 'broken' shaft. The balloon was loosely folded, as-received. There was no evidence of any proximal bond anomalies or distal outer neckdown. The minimum outer diameter (od) of the proximal balloon bond (measured with a calibrated caliper) was .0350", which meets specification. The hypotube separation was 42cm from the mid-shaft/hypotube bond. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Functional testing of the inflation lumen could not be performed due to the returned condition of the device. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The 88% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. The target lesion was predilated with a 2.75x15 unspecified balloon catheter. A 8mm x 3.5mm quantum¿ maverick¿ balloon catheter was then advanced to post dilate following stenting, however, the physician noticed that balloon was not inflating properly. The physician removed the device from the patient and found that the shaft of the balloon catheter was broken. The procedure was complete with another of the same device and no patient complication was reported. The patient's condition was stable post procedure.